Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous common iliac artery. This 3.0x20 sterling balloon catheter was selected for pre-dilation and advanced to the lesion without resistance. The balloon ruptured on the third inflation at 6atms. The device was removed from the patient intact. The procedure was continued with another manufacturers 5x20x80 balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was returned for analysis with dried blood and contrast present in the guide wire lumen and in a deflated state. An examination of the returned device found a pinhole 5mm from the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The distal tip was damaged. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)